Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient the device inappropriately restarted and rebooted. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.